Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that unit has message that problem with humidifier, unit will function without humidifier ,no harm reported a device was returned to a third-party service center. During the evaluation of the device, they found out that the device fail in humidifier operation verification . In addition, they observed heater plate with electrical damage. Error codes are also found in the device.the device was routed to scrap. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.